Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a device manufacturer representative regarding a pump prior to implantation. It was reported that the pump's motor stalled on (B)(6) 2018 and recovered on (B)(6) 2018. No patient involvement was noted. No further complications were reported. Additional information was received from a healthcare provider (hcp) via a device manufacturer representative. It was reported that during a replacement procedure to replace a 40 cc pump, the two prepared 40 cc pumps had stall alarms and the hcp chose to continue with a 20 cc pump. There was no environmental/external/patient factors that may have led or contributed to the issue. It was unknown if the issue was resolved and patient status was alive with no injury at the time of the report. No further complication was reported.

Manufacturer narrative:
Analysis of the implantable infusion pump (s/n (B)(4)) showed no anomalies. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report had malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event.